Event description:
Boston scientific crm received information that this device started pacing at the maximum sensor rate (msr) while the patient was undergoing an echo. Additional information became available that this device was explanted.

Manufacturer narrative:
This issue is under investigation. It may be related to interference between the device and other hospital monitoring equipment. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.